Manufacturer narrative:
This report was originally submitted via asr on report ID # 2021791 in q3/2016 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017 further follow up is being performed to obtain additional information. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2016-11216 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this patient had a transesophageal echocardiogram (tee) performed, and the results indicated a mobile mass attached to the right ventricular (rv) lead, 2.4 cm x 0.9 cm in the superior vena cava region. The suspected cause was being considered as thrombus infection. The patient was to follow up with cardiology. The system remains in service. The outcome was not recovered/not resolved. No additional adverse patient effects were reported.